Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. No abnormality was found in the device. The manufacturing record was reviewed and found no irregularities. Instruction manual states that when all leds are turned off, the cause is that an abnormality has been detected in the internal circuit of the device. Omsc presumed that the reported phenomenon occurred because the pressure sensor mounted on the main board failed. The cause of the pressure sensor failure could not be identified. It was presumed to be a failure due to aging because it was manufactured 5 years ago.

Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, an alarm sounded and the front panel blacked out after about an hour of temporal stop of insufflation. The issue could not be resolved even though the power was turned off and then on again. The intended procedure was completed without exchanging the subject device. There was no report of patient injury associated with the event. The issue could be resolved after the procedure.